Event description:
It was reported that the patient got the stimulation system for urinary incontinence and the system was giving them a lot of problems. The patient¿s health care provider (hcp) was no longer in the state and they were looking for an hcp to remove it. It was noted that the patient had a loss of therapeutic effect. The patient had the device off for 9 months or a year because it wasn¿t working and even when it was on they were urinating on themselves when walling down the aisle in a store. It was reported that the symptoms did not start right away at implant in 2012 and they slowly progressed. The patient experienced a shocking or jolting sensation. It was noted that event with the device off when the patient passed to close to some security gates their leg would start to go crazy. Every once in a while the patient could feel it shocking and they knew it was off. It was stated that for about 2 months now the area around the pocket was tender and painful and the patient couldn¿t lean back on it or on that side.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v962968, implanted: (B)(6) 2012, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).